Manufacturer narrative:
A review of the manufacturing documentation for the precision spectra ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was concerned about her ipg eroding through the site of the pocket. The nursing staff at her nursing home identified reddening in the area on the corner of where ipg was implanted, so the nurse applied dressing over the area to provide protection from shearing of the patient incontinent aides. The physician examined the area and assessed the abrasion was superficial and required only topical dressings for treatment. Physician will continue to monitor patient.